Manufacturer narrative:
G4:20mar2021. B4:02apr2021. It was discovered that the reported problem was not device-related. The v60 device was found to be fully functional; the ventilator was running as expected, the warning was for the patient line heater. The heater is not philips equipment. Cardiva was notified of the service. There was no problem with any malfunction related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the v60 device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08mar2021.

Event description:
The customer called into technical support (ts) reporting that the device does not work. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.